Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the error on startup, and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 23062 via logs. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house testing platform where it passed all tests with no related errors. Upon inspection of the carriage, it was found that the degree of freedom (dof) 6 stator was not properly seated. The complaint was confirmed as having occurred, but was not replicated in-house.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support and advised they experienced non-recoverable fault 23062 on the universal surgical manipulator (usm) 3. The customer was unable to recover the fault and advised they were done utilizing the system for the procedure and undocked without performing troubleshooting over the phone. The customer had a procedure to follow and would call back for further troubleshooting or to change out the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed the surgeon was utilizing the system on 07/19/2024 and one of the universal surgical manipulators (usms) stopped working during the procedure. The system presented a recoverable fault, however, with three attempts, the usm did not recover, and subsequently, all usms would no longer work. The customer undocked, turned off the system, and performed a restart, however, the system continued to not function. Consequently, a system from another room was brought down for use. The customer removed the system which was not working to the hallway and the field service engineer (fse) presented onsite that evening to repair/resolve the issue.